Manufacturer narrative:
Investigation summary: one (1) used. List #ch-14, chemoclave® vented bag spike, connected to one used. List #ch3034 and an unknown infusion set were returned for evaluation. As received, a stick down on the clave was observed, no additional damage or anomalies were observed. The ch-14 was tested, and no leaks was observed. The clave was dissembled, and a crushed spike and torn seal was noted. Complaint of leak can be confirmed. The probable cause is due to a manufacturing plant molding defect. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Corrective and preventative actions are in process.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received regarding a 5 (13 cm) bag spike adapter with w/spiros w/red cap, vented cap, stating that at the connection, intravenous (IV) fluid was dripping from the joint. The event was noted during infusion. The chemo drug was actually used in the event. There was patient involvement and no patient harm.